Event description:
This report is not associated with a customer complaint. It pertains to a low voltage battery that was used with the autopulse system. The autopulse platform was returned for service. Review of archive files revealed that a low voltage battery had been used with the system. Therefore, a complaint was initiated because using a low voltage battery may have disrupted compressions while the system was in use.

Manufacturer narrative:
The battery for which this report was initiated is not associated with a customer complaint, therefore, it will not be returned for investigation.